Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.